Manufacturer narrative:
Results: one opened/used sample and five photos of an unknown lot # were returned for evaluation. A visual inspection of the sample and photos revealed that the patient end of the needle was broken with no indentation on the hub. No evidence of manufacturing related issues were observed on the returned sample. A review of the device history record could not be performed as a lot number was not provided for this incident. Conclusion: an absolute root cause for this incident cannot be determined. Remedial action required: CAPA (B)(4) has been initiated to investigate patient end needle break off.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a bd micro fine plus ¿ 31 g × 5 mm pen injector needle broke off in a patient's abdomen during an injection. The patient received an x-ray which visualized the broken needle. No further medical or surgical interventions were reported.